Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be conducted. The device was not returned and procedural images relevant to the issue were not provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. Mdrs related to this event: 2029214-2018-00042, 2029214-2018-00043, 2029214-2018-00044. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that three concerto coils were unable to be detached with an instant detacher during a procedure. Patient anatomy was described as having little tortuosity. The devices were prepared without any issues noted. There were no reports of patient symptoms or complications in association with this event.